Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the user was unable to load a clip to the applier because the jaws were unstable/loose during a cholecystectomy. Therefore, the applier was replaced with another one to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred".

Event description:
It was reported that "the user was unable to load a clip to the applier because the jaws were unstable/loose during a cholecystectomy. Therefore, the applier was replaced with another one to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "sample part returned with misaligned jaws that caused the applier to not function properly when loading a clip in. After evaluation by subject matter expert and a complete DHR review, this undesirable condition is suspected to have happened at end user. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at tecomet kenosha." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a